Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device turns on and off immediately and has no power. This was discovered during testing with no patient involvement.

Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed. The root cause is due to defective capacitor. All device h istory records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.